Manufacturer narrative:
Device powered up properly after battery installation. No missing segments or partial display noted. Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Device was monitored for a day and no missing segments, partial display, or display anomaly noted. Device was received with scratched case, minor scratched lcd window, missing display window cover, cracked select button keypad overlay, keypad overlay texture damage, stained serial number label, and missing end cap address label.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call on september 18, 2018 that the batteries died and insulin pump had scratches on the screen. Blood glucose level at the time of incident is 88mg/dl. No symptoms reported and therefore no treatment required. Trouble shooting was performed and found that the patient could not completely read the display. Product will be returned for analysis and replacement has been sent.